Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device availability - additional information. Date received by manufacturer - additional information. Report type ¿ updated/follow-up. Additional information/device evaluation. Device evaluated by manufacturer - additional information. Adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.